Manufacturer narrative:
Device was received with a prominent crack and some scratches on the right half of the lcd window. The crack and scratches are minor in that the user is able to read and navigate the menus.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were scratches on the display of the insulin pump and it was hard to read. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.